Manufacturer narrative:
(B)(4). Batch #unk. Investigation summary: the device was returned with the bottom portion of the I-blade out of the lower jaw channel. The lower jaw channel was damaged. The device was connected to the generator and it was recognized. Because of the condition of the device, not all functional testing could be performed with the generator. The jaw was unable to cycle open and close. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Event description:
It was reported that during a total laparoscopic hysterectomy, the jaws were broken in 30 minutes, then the knife stopped and was unable to proceed. No pieces fell into the patient and there was no bleeding. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.